Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation there was an intermittent pulse wire connection in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent pulse wire connection was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's was experiencing gong alarms.